Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a care facility. The caller stated that the cause of death is unknown. The caller stated that the customer had kidney failure, transplants, heart disease, open heart surgeries, pulmonary disease, diabetes and the body just gave out. The caller stated that the customer's health issues started with high blood pressure, when the customer was (B)(6). The caller refused to answer any more questions and disconnected the call. The caller stated that they no longer want to be contacted. The caller did not have the insulin pump at the time of the phone call; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.